Event description:
It was reported that during internal maxillary artery (ima) procedure, while attempted to retrieve the subject coil to achieve tight coiling within the aneurysm, the subject coil stopped moving at a certain point and then it was retrieved using a snare device. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.